Event description:
Int'l ((B)(6)) complaint received reporting flow/air bubble issue with dialysis set-up consisting of effe emme lk70413r quinton 36 fr catheter/tubing lines and d1000 tego connectors. It was reported that on (B)(6) 2015 "fraxiparine 0.3 at the beginning of the dialysis session. Presence of air bubbles in the arterial bloodline, beginning at the red luer lock.. Changed twice the tego cap, the line was as well connected without tego cap.. No clinical consequence." Device return: two (2) used d1000 tego connectors; section of an unk.arterial tubing ext engineering analysis: the two used tego connectors exhibited no obvious visual abnormalities. The unk arterial tubing set male luer was evaluated and met iso design guidance. The tego connectors were tested per the applicable product specifications. The results recorded the complaint samples met functional and performance expectations. Additional testing: the two tego connectors and the returned partial tubing set connectors were each mated and air leak tested. Mfgers. Investigation: the results recorded no leakages and or performance issues. The set-ups were tested and after twenty activations the tegos and tubing sets were fluid and air leak tested. The results recorded no leakages, performance issues were able to be replicated at any of the connections points or any other location along the fluid circuit.

Manufacturer narrative:
Lot build review - a review of the mfg. Lot build database for the reported lot# 2885953 (mfg. 06/2014 showed (B)(4) were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Findings: testing and analysis of the returned tego connectors recorded no performance issues and or out of spec conditions. Additional testing of the returned complaint samples also recorded no leakages or performance issues. The reported product issue was unable to be confirmed. Cause of the reported event are unknown.